Event description:
On or around (B)(6) 2025 (date approximated due to incorrect device date settings later identified), the user experienced severe hyperglycemia reportedly reaching ~950 mg/dl after the ilet was unable to connect to a dexcom g7 sensor despite multiple replacement attempts. Prior to hospitalization, the user reported loss of cgm connectivity, inability to resume automated insulin delivery, and uncertainty regarding the cause of rising glucose levels. The user was hospitalized for treatment of hyperglycemia on an unspecified date, subsequently recovered, and later resumed ilet therapy without recurrence; engineering review found no confirmed device malfunction, and the exact event timing could not be verified.

Manufacturer narrative:
The user reported a historical hospitalization for severe hyperglycemia associated with loss of cgm connectivity and inability to resume automated insulin delivery. Engineering review of available device logs identified incorrect device date/time settings and no confirmed malfunction alerts, with insulin delivery behavior consistent with expected operation when cgm data were unavailable. Due to inability to confirm the exact event date, absence of contemporaneous log data, and unsuccessful follow-up attempts with the user, the root cause of the hyperglycemic event could not be determined; this report is submitted in compliance with FDA MDR requirements for serious injury.